Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out of the pump during prime, the buttons were sticky and unresponsive. Customer's blood glucose value was unknown. Customer also stated that the insulin pump's batteries were lasting for less than 7 days and rejected new battery. Insulin pump had scratches on the screen. Insulin pump will not be returned for analysis.